Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported during a surgical procedure, an intraocular lens (iol) was implanted and subsequently explanted due to damage observed on the optic and a split on the side of the lens. The issue was identified after implantation. The lens was replaced with another iol in the same procedure. No patient harm was evident at the time, and the patient¿s prognosis is good, with a follow-up scheduled in 3-4 weeks. There was no delay in treatment or other interventions performed. No further information was provided.